Event description:
Account biomedical engineer called boston scientific on (B)(6) 2010 stating that she was requested to check on the maestro system due to a patient death. There were no other details provided. On 05oct2010, bsc sales representative made a follow-up and reported: "during the case the generator had a d03 error that was determined to be caused by a faulty ground pad. The ground pad was replaced and the case continued without any further errors. The patient expired two hours after the case due to respiratory complications". She was asked to test the maestro system and she performed an in-service with her tester box. The maestro system performed as expected.

Manufacturer narrative:
There is no allegation that the adverse event is related to a malfunction of the device. The maestro controller, maestro pod and the footswitch are expected to be returned and will be evaluated.

Manufacturer narrative:
Upon receipt of the maestro controller, it failed initial power-on self-test due to intermittent illumination of the front panel 'inactive' led. All remaining steps of the maestro controller final test procedure were performed and passed per its product specification. Additional environmental stress testing was performed (which included high and low temperature, and high and low voltage margin) with no problem found the failure of the front panel 'inactive' led was attributed to component failure led5 on the front panel board. Testing confirmed that the generator remote button which transfers control of all functions (except turning rf off) to either the maestro remote control unit or maestro controller was working properly, only the 'inactive' led indicator light did not illuminate. Since the account did not report that a maestro remote was used, the maestro controller front panel would always remain in the 'active' mode. Following replacement of the led, there was no further occurrence of the intermittent failure, and the front bezel assembly test was performed and passed. During power-on self-tests of the maestro controller (prior to led replacement), the device intermittently reported 'd08 check pod' in which d08 was reported in the device's service code history log. To determine the cause for the intermittent d08 check pod error performed individual board level tests of the maestro controller's rf board and main board. Both boards were found to pass their respective board tests requirements. All pod channel calibration values were also verified and found to be within specification. In addition, a single occurrence of 'system fault' also occurred during power-on self-test (prior to led replacement), in which this error code was reported in the device¿s service code history log. To determine the cause for the intermittent system fault, performed zsense test while monitoring z zero, z span, and z 75 ohm values. All were found to be within specification range. The intermittent failures experienced during testing were not determined to have contributed to the event. These intermittent failures will leave the device in a safe state with no rf output to the patient. Information on the complaint event suggested that the patient death was due to respiratory complications. Visual inspection was also performed with the maestro controller and no problem was found. There were no similar complaints found for this device.

Event description:
Account biomedical engineer called boston scientific on (B)(6) 2010 stating that she was requested to check on the maestro system due to a patient death. There were no other details provided. On (B)(6) 2010, bsc sales representative made a follow-up and reported: "during the case the generator had a d03 error that was determined to be caused by a faulty ground pad. The ground pad was replaced and the case continued without any further errors. The patient expired two hours after the case due to respiratory complications". She was asked to test the maestro system and she performed an in-service with her tester box. The maestro system performed as expected.